Event description:
The customer reported via phone call indicating that he was hospitalized due to hgh blood glucose. Customer'/s blood glucose was 300 mg/dl. The customer was admitted to hospital. Customer was experiencing a site infection which lead to hospitalization. The customer received 2 prescription, boil medicine treatment and was on 14-15 days of medication, ultra sound. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call back once tubing clamp are received. The customer was advised to call back if high blood glucose persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.